Event description:
It was reported that moved on balloon occurred. The 75% stenosed target lesion was located in a mildly tortuous and mildly calcified coronary vessel. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the position of the stent on the balloon stent mount was misaligned. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 48mm stent delivery system (sds) was returned for analysis. Visual/tactile inspection found no issues were noted along the shaft of the device. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Stent struts were lifted at the proximal end of the stent. Microscopic examination of the stent identified that the proximal edge of the crimped stent was lifted. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that moved on balloon occurred. The 75% stenosed target lesion was located in a mildly tortuous and mildly calcified coronary vessel. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the position of the stent on the balloon stent mount was misaligned. The procedure was completed with another of same device. There were no patient complications reported.